Manufacturer narrative:
Upon completion of the investigation, a follow up report will be filed.

Manufacturer narrative:
Upon completion of the investigation, the device was visually and functionally tested and was found to work in accordance with the manufacturing specifications. The problem reported by the customer could not be duplicated in the laboratory setting. A review of the device history records confirmed that this device conformed to the required specifications prior to distributions. Based on the results of this investigation no further action is required. Trends will be monitored for this and similar complaints. At the present time this complaint is closed.

Event description:
The sales rep reported that the surgeon was using the system coagulation and the unit started flashing an over-current message. The surgeon increased the wattage to 90, but still was not satisfied with the outcome. Surgeon decided to use another unit without any adverse consequences to the patient and/or delay in surgery. This unit was purchased recently. Please repair it under warranty.